Event description:
It was reported that noise resulting in oversensing was noted on the right ventricle (rv) lead. Abbott technical support was contacted and a revision procedure was performed. The physician suspected rv lead damage, however, no anomalies were observed either visually or via diagnostic imaging. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.